Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that boston scientific received information on november 12, 2018 from a family member. The patient was implanted with a boston scientific altrua 40 model s430 pacemaker on (B)(6) 2011. According to the family member, the patient suffered a stroke the following day which caused a number of post-stroke complications. The patient died on (B)(6) 2012.